Event description:
It was reported that the patient was undergoing an initial implant procedure. During the procedure, the helix for the right atrial lead was not extracting and the lead body got twisted and wrapped around the right ventricular lead. The wrapping caused right ventricular lead dislodgement. Both the leads were explanted and replaced. The patient was stable, before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.